Event description:
Customer reported the system has carbon build up on the candlestick connectors. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned the candlestick connectors. System operates as intended.